Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to an alert. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to elevated sensing integrity counter (sic), high rate non-sustained episodes showing oversensing, and noise. In addition, high thresholds were noted. A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.